Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated the following sections were corrected: d1. H6: proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified the post has fractured from the stem with visible wear to the post. The rasp was submitted for further analysis. Analysis determined the device possibly fractured due to bending overload. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: italy. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the rasp broke. There was no harm or health impact to the patient. Attempts have been made and no further information is available.